Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate that approximately one year ago the patient's leads were sticking out of the patient's chest and that they felt funny. The patient was brought to the hospital and the pacemaker system was explanted and replaced with a new system. The patient advocate also stated that the device never beeped to notify them of any issues, nor did the device give any sort of signal. This was very concerning for the patient advocate. Boston scientific has no record of the explant or a replacement of the system that was implanted in late-(B)(6) 2014.